Manufacturer narrative:
The device was returned for evaluation. A visual inspection revealed that a rotating hemostatic valve (rhv), a delivery wire, an introducer sheath and coil were returned for this complaint. The twist lock of the introducer sheath was found opened. The introducer sheath was inspected and no anomalies were noted. The delivery wire was inspected and no anomalies were noted. Visual and microscopic inspection were further completed. The coil was returned stretched near the interlocking arm end. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. The dimensional inspection revealed that the dimensions that could be measured were within specification aside from the detached and not returned coil interlocking arm.

Event description:
Reportable based on device analysis completed on 09jul2019. It was reported that the premature deployment occurred. The target lesion was located in a moderately tortuous internal iliac artery. A 12mm x 20cm interlock-35 coil was selected for use in aortic aneurysm embolization procedure. During procedure, the coil prematurely detached in the microcatheter. The interlocking arm of the coil unlocked from the interlocking arm of the pusher wire. There were no patient complications reported. However, device analysis revealed that the coil interlocking arm was found detached from the rest of the coil.